Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using hst iii system (3.8mm), the doctor found the seal might have some deploy issue. Based on the photo provided by the complaintant, the seal was not loaded correctly. A crack was observed on the outer coil of the seal. The product did not used to patient. For the safety, he changed to another product to complete the surgery. It was no procedural delay. There was no harms to the patient.

Manufacturer narrative:
Trackwise # (B)(4). The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed on the rolled seal. The delivery device was observed outside the loading device with the seal inside the delivery device. The white plunger was observed to be depressed as it was not visible in the photograph. The blue safety lock was not observed in the photograph. The seal was observed in a rolled, taco shape, indicating the seal was loaded correctly. Blood was observed on the seal, indicating an attempt was made to introduce the seal into the aorta. A crack on the outer rung of the seal was observed. No other visual defects were observed. Based on the non-return of the device as well as the photographic evaluation, the reported failures "premature activation" and "fitting problem" were not confirmed. The reported failure "crack; seal" was confirmed. The lot # 3000296347 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.